Event description:
It was reported that during a rectum procedure that the device would not open. The device worked correctly (stapled and cut), but it was very difficult to open to remove it from tissue. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4): eval summary - the analysis results found that the device was received with the clamping mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.